Event description:
On (B)(6) 2012, customer reported that the white blood cell (wbc) bath, on the act diff instrument, overflowed several milliliters onto the counter. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and replaced all pinch tubing for pinch valves 8, 13, 14 and 15. Fse also cleaned baths, probe rinse / drain lines to resolve the issue. No further leaks were reported.

Manufacturer narrative:
(B)(4).